Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01193. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod packing coils (podj coils). While preparing a new ruby coil for the procedure, the hospital technologist inadvertently kinked the back end of the ruby coil pusher assembly and then attempted to bend it back; however, the coil unintentionally detached and therefore, was not used for the procedure. During the procedure, the physician initially deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). Towards the end of the procedure, while attempting to advance a new podj coil through the lantern, the physician pulled the lantern back into the glide catheter and then began advancing the podj coil. Subsequently, the coil began to take its shape within the glide catheter. Upon noticing the placement of the coil inside the glide catheter, the physician attempted to quickly retract the coil. However, while retracting the coil, the physician encountered resistance and subsequently, the coil unintentionally detached. Therefore, the physician required a snare device to retrieve the detached podj coil from the patient's body. The procedure was then deemed complete at this point with no additional coils used. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure but did flush the lantern with a syringe in between each coil. There was no report of an adverse effect to the patient.